Event description:
While using the cor-knot device, one of the handles required some extra attention and effort in order to make the rivet position flush which is required for firing. After the 25mm aortic valve was seated and secure, the surgeons noted that there was some loosening of half of the stitches. The stitches, valve and rivets were cut out and replaced using all new supplies including a new 23mm aortic valve. This did lead to add'l operative time on cardiopulmonary bypass with heart cross clamped. The rivets and previous handles were collected for inspection, device was returned to MFR for inspection. FDA safety report ID# (B)(4).